Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event during use on 29-jun-24. The infusion set was in use for 9 hours. Blood glucose level reported during the event was 200 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.